Event description:
Radiologist attempted to insert 8 gauge clip into right breast at biopsy site. After unsuccessful deployment of clip, a second attempt was made with a new clip. This second attempt was also unsuccessful. Post mammogram revealed the tip of the clip introducer had sheared off and remained in the breast. Pt will likely need procedure to remove foreign body. See scanned page.